Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer¿s blood glucose was 34 mg/dl. The customer was treated with the orange juice. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The self test was performed and it was passed. And the customer was advised to monitor the retainer ring on insulin pump and call back if it break. The insulin pump will not be returned for analysis.